Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'occlusion error' which was reproduced during service as a false downstream occlusion alarm. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unspecified occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.